Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) battery status earlier than expected. A boston scientific technical services consultant discussed that based on the programmed settings provided, the device was within the range of expected longevity. However, the physician believes the device depleted early, and questions why a high energy device was used for this patient.